Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the system displayed an amplifier error. After validation was performed, the system lost the connection with the amplifier. The issue was initially resolved by power cycling the amplifier, but once ablation was started, the error displayed again. Troubleshooting included changing the cables and restarting the amplifier, but the issue remained. There were no adverse consequences to the patient but the procedure was cancelled.

Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Normal signs of wear were observed on exterior chassis which is consistent with clinical usage. Power was applied to the returned amplifier which successfully completed the post (power on self-test) and the system status light changed to green. A review of the system log files captured on the reported event date revealed multiple and repeated voltage out of range and temperature shutdown faults stored, which confirms the reported issue. The root cause was isolated to the reported event were isolated to the catheter amplifier pca (printed circuit assembly) located in the slot 6 location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the catheter amplifier board at the slot six location.

Event description:
During a procedure, the system displayed an amplifier error. After validation was performed, the system lost the connection with the amplifier. The issue was initially resolved by power cycling the amplifier, but once ablation was started, the error displayed again. Troubleshooting included changing the cables and restarting the amplifier, but the issue remained. The pulmonary vein isolation was able to be completed with the use of fluoroscopy, but additional ablation lines were unable to be performed due to the amplifier error. There were no adverse consequences to the patient.